Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03622 / 03623).

Event description:
Patient's legal counsel reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent a manipulation procedure on (B)(6) 2012 due to stiffness. Patient was revised on (B)(6) 2015 due to pain and limited range of motion. During the procedure, loosening of the femoral and tibial components, anterior posterior translation of the tibia on the femur, and femoral component tethering by the posterior cruciate ligament were noted. The tibial tray, femoral component, and tibial bearing were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.